Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: a review of the black box showed evidence of short battery life illustrated with sudden voltage drops on 12/19/2014. The pump powered on appropriately to the verify screen. The pump passed ezprime steps successfully and was exercised for 24 hours with no alarms or warnings occurring. The pump was tested with an external power supply, and high current draws were observed. The pump was opened for further investigation. The pump continuous glucose monitoring (cgm) circuit was removed and the pump current draws returned to specifications. A review of the cgm circuit found a cold solder connection at one of the circuit pins. When the connection was re-soldered, the circuit was returned to the pump and the current draws remained within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the battery life was shorter than expected, noting that on three consecutive battery changes the battery life only lasted 6 days, then 9 days, then 2 days. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.